Event description:
It was reported there was oversensing on the right ventricular pace/sense lead. Also noted was the patient developed a pocket infection due to streptococcus. The device and leads were removed and not replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4) - the proximal segment of the lead was returned to the manufacturer, analyzed, and tested out of specification. The outerinsulation had environmental stress cracking. The outer insulation had cosmetic environmental stress cracking and cosmetic depression. The proximal conductor had blood/body fluid (not obstructed).